Event description:
It was reported that the insulin pump alarmed motor error and the information was wiped out. The alarm occurred during the priming process. The blood glucose reading was 98 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Motor was tested outside of the unit and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform a21 error test due to motor error alarms during bolus and basal delivery. The insulin pump passed pump self test, displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.